Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6; the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The transtibial guide is manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. Based on the information provided, the doctor chose not to remove the broken tip as it was attached to the patient's bone. Therefore, the possibility of micro-motion/and or migration is unlikely. Since there were no delays or other complications reported, no further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, when starting the procedure of drilling the femur, the transtibial guide was inserted in the lateral condyle, when bending the patient's leg the tip of the guide broke and it was not found seen only in x-ray. The doctor chose not to remove the fragment as it was attached to the patient's bone. No delay was reported, and no other complications were reported.